Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the insulin pump had lost sensor alert. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test. Found transfer guard no leakage anomaly during filling. Also inspected reservoir¿s snap-cap width dimension. Also using a new lab infusion set connect reservoir. Found reservoir easy to connect or lock or release properly.